Manufacturer narrative:
An event of dyspnea was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received for an event initially reported under related manufacturer report number: 2135147-2016-00100. According to the article "pulmonary arterial hypertension associated with congenital portosystemic shunts treated with transcatheter embolization and pulmonary vasodilators" (doi: 10.2169/internalmedicine.55.6557), a patient implanted with a 20mm amplatzer vascular plug ii (avpii) secondary to an intrapulmonary shunt reported dyspnea and was diagnosed with hepatopulmonary syndrome and portopulmonary hypertension caused by congenital portosystemic shunts. Approximately three months post-implant, the patient's symptoms worsened reportedly indicating that transcatheter embolization exacerbated her pulmonary arterial hypertension. The patient was placed on vasodilator therapy. Six months later, hypoxia remained and an improvement in symptoms was noted. Clinical site patient ID: (B)(6).